Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information and coding regarding the reasons this product was explanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received from the field stating this lv lead was capped due to high capture thresholds and muscle stimulation. No additional adverse patient effects were reported.